Event description:
According to the reporter, pre-operatively, the needle and thread separated. The hand-washing nurse opened three suture packages from the same lot number and found that the needles and sutures were detached. Another device was used. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: 8886623741, 8886 6237-41 maxon 3-0 grn 75cm st ddx36, (lot #d2f2444y) 8886623741, 8886 6237-41 maxon 3-0 grn 75cm st ddx36, (lot #d2f2444y); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b3, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two photos and nineteen 8886623741s (three opened by the a ccount with the appropriate packaging and sixteen sealed with the appropriate packaging) were received for evaluation. Visual inspection noted three suture and six needle. One of the two needles from each of the returned products was returned disengaged from the s utures. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The breathable pouches were inspected with no abnormalities. It was reported that the needle and thread separated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Nineteen devices, three opened and sixteen sealed, and two photos were available for evaluation. Visual inspection of the returned products noted three sutures and six needles. One of the two needles from each of the returned products was returned disengaged from the sutures. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The breathable pouches were inspected with no abnormalities. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of empty foil pouch not related to the reported condition. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.